Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that there was an automatic lead safety switch, that switched the right atrial (ra) lead configuration from bipolar to unipolar. This was due to an ra pace impedance measurement greater than 2000 ohms. The other manufacturer's ra lead was connected to this pacemaker. No further information is known. No adverse patient effects were reported.